Event description:
It was reported that the patient¿s device was turned off on one side. Five days later, it was reported that the patient¿s device displayed an end of service/end of life (eos/eol) message. The reporter stated that the right side implantable neurostimulator (ins) was out of power. The reporter stated that the patient¿s contralateral side tremor had worsened the week prior to this report. The patient had reportedly been told by his managing health care provider (hcp) that the ins would be fine until (B)(6). It was noted that the patient was currently hospitalized and the right side ins, and possibly the left side ins, would be replaced. It was later reported that the patient was hospitalized after the ins had expired because the patient had been unable to tolerate the return of motor symptoms after the device turned off. It was noted to be normal battery depletion. The patient reportedly experienced less than 50% therapy relief due to the left side implant. It was noted that the patient was scheduled to have the ins replacement surgery on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# v002947, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot# v003007, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# v003007, implanted: (B)(6) 2006, product type; lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).